Event description:
Information was received from a patient regarding an external device. The reason for call was the patient was not feeling the stimulation at all. During the call the patient attempted to go into their therapy groups but they did not have an option for group a, b or c. Pt further clarified that they were only seeing the no device found screen. During the call the patient reset the controller and attempted to recharge the implanted neurostimulator, the patient got no device found. Patient plugged the recharger and got the passive recharge mode screen. Patient was able to get the recharging quality to 90, but could not advance past passive recharge mode. Pt offered to send a replacement recharger however the pt decline and reported they wanted to speak to someone else and disconnected the call. Additional information was received from the patient (pt). It was reported that after exiting passive recharge screen, caller saw unable to recharge. Agent told pt to ensure the recharger was over implanted device to try again. Caller confirmed the rtm was over the ins. Caller reports he was currently in puerto rico, unknown when he will return to USA. Redirect caller to patient's hcp in puerto rico. Reviewed manufacturer representative (rep) would need to access tech mode. Agent reopened and reassigned case to send email to latin america/puerto rico contact. Patient called back and mentioned they still couldn't charge the implant. Patient denied any recent falls, accidents, or changes in weight. During the call patient got 55/77/91 and middle numbers fluctuated to 90 or 80 when they moved. Patient then got 84/84/84 on passive recharge. Agent redirected patient to their hcp to address the issue. See previous cases for replacements; patient mentioned their original one was a used one so they were sent another used one which worked for a while then stopped again. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient called back stating they lost their external equipment. Patient said they might be able to find the controller. Patient lived back and forth between USA and puerto rico. Patient was currently in puerto rico. Patient said they were travelling to USA next week. Patient only had a primary care healthcare provider (hcp) in puerto rico. Patient had not seen device hcp in USA for a while. Reviewed controller was a prescriptive device. Reviewed patient needed an rx and health insurance in the u.s. To be able to replace lost/stolen device. Patient will keep looking for controller and call back if not found. Patient said they had not been able to charge for a while and had pain in the legs. Patient provided their new address. Emailed patient registration services.